Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported the failure of a 989803176171 ECG chest lead set while in use with a heartstart mrx. No patient harm was reported.